Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 5 of wear of the adc freestyle libre sensor. On (B)(6) 2019, the customer described redness, bumps, and skin irritation at the sensor site and was prescribed an unspecified medication by an hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported an allergic skin reaction on day 5 of wear of the adc freestyle libre sensor. On (B)(6)2019, the customer described redness, bumps, and skin irritation at the sensor site and was prescribed an unspecified medication by an hcp for treatment. There was no report of death or permanent injury associated with this event.